Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating surgical intervention took place where the lead was explanted and replaced to address the issue.

Event description:
It was reported that the patient's s1 lead had migrated and as a result the patient was experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that migration was confirmed via imaging and therapy was restored.